Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that the bd phaseal optima connector (c35-o) experienced a loose connector or separation of connector and injector. The following information was provided by the initial reporter: material no.: 515052, batch no.: unknown . Patient came in with pump issue. Patient stated problem started today morning around 2 hours. While checking the connections, found that while removing the blue cap, the injector and connector came apart, but didn't come apart fully. When I put it back right away it started working. Observed the patient for 20 minutes, no problems. Notified the physician about the incident. Reminded the patient about to come late for your pump disconnections since they had the problem. Patient verbalized understanding, discharged in stable condition.